Event description:
The customer reported that the images on the 8800 system were not being saved on the hard drive. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was tested and operates as intended.